Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls); implant date na; explant date na product ID: evolutfx-23; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2024; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Should additional reportable information be received a supplemental regulatory report will be submitted with the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was delivered over an 18 fr non-medtronic sheath. As reported, the vessel diameter was adequate. During the puncture, the access vessel was dissected due to suspected arteriosclerosis. The area near the left common iliac artery (cia) was dissociated. As result, the vessel was revised with a synthetic graft. As reported, the physician indicated there was no causal relationship to the delivery catheter system (dcs) or compression loading system (cls). The valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the access site for the delivery catheter system (dcs) was on the left side. The minimum di ameter of the access vessel was 4.9 millimeter (mm).